Event description:
It was reported that during a laparoscopic oophorectomy procedure, the device broke. An additional device was opened and it broke also. The specimen was removed via a mini-laparatomy. There was no pt consequence.